Event description:
Vena cava filter embolized and punctured the lumbar artery. On the date of this event, the patient collapsed at his home and was taken to a dr. At community memorial hospital. He required hospitalization for five days. The patient's current status is reported by him as 'at home'. The patient plans to follow up with his primary care physician.